Event description:
It was reported that the scheduled magnetic resonance imaging (MRI) scan was canceled due to a high out-of-range pace impedance measurement of 2,149 ohms in bipolar on this pacemaker and right ventricular (rv) lead. It was noted that rv threshold was 2.2v @2.0ms in bipolar, as well. This pacemaker system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.